Manufacturer narrative:
Date of event was approximated to (B)(6) 2021, the date bsc was made aware of the event, as no event date was reported. This event was reported by the patient's legal representation. The provided healthcare facility is: (B)(6).(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a procedure. As reported by the patient's attorney, the patient experienced an unknown injury.